Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine generator change externalized conductors were observed on the capped and abandoned lead. The lead had been capped in 2009 due to noise problems. The lead was left implanted and no further actions were taken.